Manufacturer narrative:
(B)(4). Additional manufacturer narrative; corrected data: the previously submitted MDR inadvertently lacked the UDI number of the suspect device for the event.

Event description:
The suspect usb cable was received by the manufacturer on (B)(4) 2015. Analysis of the usb cable found no anomalies. The serial cable performed according to functional specifications.

Event description:
It was reported that the medical professional could not interrogate generators with the tablet. A new usb cable was sent as a replacement. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Return of the suspect usb cable is expected, but it has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.